Manufacturer narrative:
Age at time of event: over 18 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure removal difficulties occurred. Access was obtained through the radial artery. The 90% stenotic, de novo lesion was located in the moderately tortuous, non calcified mid right coronary artery. The physician dilated the lesion and implanted a non-bsc stent and then advanced the 4.5x15mm quantum maverick balloon to the stent and inflated the balloon. Upon inflation the physician felt that the device got stuck within the implanted stent. The device was withdrawn and upon removal it was observed that the balloon was damaged (flaring). The procedure was completed with another 4.5x15mm quantum maverick balloon. No complications were reported and the patient's status is good.